Event description:
Healthcare professional reported a patient experienced spontaneous swollen right breast. Fluid aspiration was performed and it was noted that malignant cells were present with features consistent with bia-alcl. A pet CT noted fluid encasing right saline implant; no evidence of metastatic disease. Upon device explant the capsule was dissected and thick white milky fluid drained out. Pathology noted minute foci of anaplastic t-cell lymphoma present. While cd30(+) has been confirmed, alk(-) has not. Additionally reported was that this 330cc device was filled to 360cc. Device has been explanted. Affected side is right.

Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: spontaneous swollen right breast; complex fluid collection surrounding the right implant; capsule dissected and thick white milky fluid drained out information contained in this report were previously submitted via emdr manufacturer report number 9617229-2020-06604. All available information has been consolidated into this report.

Manufacturer narrative:
Continued h.6 (health effect - impact code): f22, f2305, f2303. Date of alcl diagnosis: (B)(6) 2019 the events of lymphoma-alcl, infection, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b5, b7, g1, g2, h6.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following" plaintiff suffered, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, infection, disability, chronic pain, other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, heat sensation, mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering. Plaintiff has been diagnosed with bia-alcl." Treatment: device explant, radiation treatments, chemotherapy treatments.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g1.

Event description:
Healthcare professional reported a patient experienced spontaneous swollen right breast. Fluid aspiration was performed and it was noted that malignant cells were present with features consistent with bia-alcl. A pet CT noted fluid encasing right saline implant; no evidence of metastatic disease. Upon device explant the capsule was dissected and thick white milky fluid drained out. Pathology noted minute foci of anaplastic t-cell lymphoma present. While cd30(+) has been confirmed, alk(-) has not. Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following" plaintiff suffered, and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, infection, disability, chronic pain, other symptoms to include seroma, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, heat sensation, mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering. Plaintiff has been diagnosed with bia-alcl." Device has been explanted. Affected side is right. Treatment: device explant, radiation treatments, chemotherapy treatments.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: fluid (365.02) leak test and microscopic analysis was performed which identified: no leak device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported lymphoma. Device was explanted. This record is for the right side.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as "suspicion of alcl." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported lymphoma. Device was explanted. This record is for the right side.